Event description:
The reporter stated that the pt sustained a partial tendon tear of the peroneus brevis. The surgeon performed a debridement and repair of the tendon, and applied the integra tenoglide over the tendon repair. The pt reports having pain, postoperatively, at the site of the graft.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.